Manufacturer narrative:
H6: the quality investigation is complete. H2: no device returned to evaluate h3 device not returned.

Event description:
It was reported that during a procedure, the bur broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete awaiting confirmation if device is available for return.

Event description:
It was reported that during a procedure, the bur broke. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.